Event description:
It was reported that stent dislodgement occurred. A 10.0x40x75cm express® ld iliac / biliary stent was selected for use advanced to treat the lesion; however, the stent was dislodged during the procedure. The dislodged stent was snared and removed without issue. The procedure was completed with success. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.. (B)(4).